Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The following repair diagnostic codes were identified: (1)coating peeling off handle. This does confirm the alleged failure mode of [coating peeling off handle]. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures. Product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The following repair diagnostic codes were identified: coating peeling off handle. This does confirm the alleged failure mode of [coating peeling off handle]. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.